Event description:
Per the clinic, the patient experienced an infection, wound healing problems, wound dehiscence and an extrusion of the implanted device. The patient was treated with oral antibiotics (specific date and duration not reported) and reportedly underwent revision surgeries including a skin flap transplantation (specific date not reported), however, the issue could not be resolved. The device was explanted on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.